Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was not provided. The customer stated no issues leading to the critical pump error. Troubleshooting was provided but nothing was resolved. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. (B)(4)